Manufacturer narrative:
Manufacturer¿s ref. No(B)(4). The purpose of this MDR submission is to make a correction to the device product code and to state that the initial medwatch was submitted in error. The geometric clot extractor (gce) has not been approved by the us FDA and is not marketed in the us; therefore, this complaint device and the reported issue does not meet usfda reporting criteria and is not MDR reportable. With this information, the file no longer meets the medical device reporting criteria as a malfunction. No further reports will be forthcoming. Corrected sections: d.1, d.2a, and d.4. Updated sections: b.4, d.1, d.2a, d.4, h.2, h.10, and h.11. The product / catalog code reported was nbs094528. This has been corrected to gce4528. The geometric clot extractor (gce) has not been approved by the us FDA and is not marketed in the us; therefore, this complaint does not meet usfda reporting criteria and is not MDR reportable. With this information, the file no longer meets the medical device reporting criteria as a malfunction.

Event description:
The healthcare professional reported that during a thrombectomy procedure, the cerenovus nimbus¿ geometric clot extractor (gce) (nbs094528 / 22l183av) did not enter the phenom¿ 21 microcatheter (medtronic). It was reported that the nimbus entered only at the distal part, but the proximal part where it is attached at the pusher did not enter into the microcatheter. There was no report of any negative patient impact. On 14-dec-2023, additional information was received. Per the information, the patient is a 75-year-old male. The procedure was targeting an occlusion at the m2 segment of the middle cerebral artery (mca). There was no vessel calcification / vessel tortuosity. The information indicated that the phenom microcatheter was replaced with the trevo trak 21 microcatheter (stryker), but the same issue as with the phenom microcatheter was encountered. Continuous flush was maintained through the microcatheter. The tip of the introducer was firmly installed into the microcatheter hub and locked with the rotating hemostasis valve (rhv) during the device advancement. The nimbus gce device appeared damaged after the introduction attempts into the phenom microcatheter and then into the trevo trak microcatheter; it was damaged in the proximal part of the stent where it is attached to the pusher. Based on the additional information received on 14-dec-2023, the reported event has been deemed usfda reportable under 21 cfr 803 with a classification of ¿malfunction.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of the manufacturing documentation associated with this lot 22l183av top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the status of the complaint device. It has been determined that the device is no longer available for return; the device was reported as lost during return shipment. Cerenovus was made aware of a domestic complaint on 29-nov-2023 for an event that occurred on 27-nov-2023 involving a cernovus nimbus: (nbs094528) with lot number: 22l183av. Reported event description reads that "nimbus did not entered in the phenom 0.021" microcatheter (from medtronic). Nimbus entered only at the distal part but the proximal part where it is attached at the pusher did not enter in the microcatheter." On 13-dec-2023, the product complaint was initially sent by mistake from pomezia, italy to the granbury, texas under fedex tracking number: (B)(4). The device was met with delivery exception in memphis, tennessee on 20-dec-2023, and was shipped back to its origin under: (B)(4) on 20-dec-2023, and was received back in pomezia, italy on 15-jan-2024. The device was then sent from pomezia, italy under dhl tracking number: (B)(4), to galway, ireland. However, it was delivered and received in shannon, ireland on 24-jan-2024. Multiple efforts to locate the device were made and, it was determined that it got lost. There is no available information as to the where about of the device since the person who received it was not able to provide any insight. Therefore, the device could not be evaluated, and no determination of contributing factors to the issue reported could be conducted, however a manufacturing record evaluation was performed, and no non-conformance's related to the complaint was found during the review. As a result, we are closing this investigation. If additional information is received in the future, we will reopen the record and perform the investigation as appropriate. A review of the manufacturing documentation associated with this lot: 22l183av top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformance's related to device manufacture or inspection. With the information available and without the complaint product available to be returned for analysis, the reported product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. The lot number of the device is not known; therefore, manufacturing documentation review was not performed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.